Event description:
It was reported that the user¿s glucose rose to 189 mg/dl on a g7 cgm after a meal announcement made approximately three hours earlier, shortly after initial training on the ilet system, and the glucose subsequently returned to range; troubleshooting and education were provided with no device alerts or alarms reported. Symptoms included hyperglycemia. Outcomes included no long-term impact. Investigation included review of available reports. Investigation of this case revealed no device malfunction or component failure and suggested user acclimation and evolving insulin needs during early use as plausible contributors, with the specific cause remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.